Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the burr device did not attach to the attachment device. During service and evaluation, it was discovered that the bearings were defective and had worn components and the adhesive joints, sleeve and screw to thimble were loose. It was further determined that vibrations during the e-test were too strong and therefore the test was not possible. It was also determined that the drive shaft and the nose tube assembly assessment failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.